Event description:
It was reported that an unspecified event occurred with the delivery device. As a result, the patient got burn from pad. There were no further patient complications.

Event description:
It was reported that an unspecified event occurred with this delivery device. As a result, the patient got burn from pad; therefore, analysis met reportability criteria for adverse event. However, additional information received via good faith efforts indicated there was not any adverse event. This event no longer meets reporting criteria.